Event description:
The account reported on (B)(6) 2014 a pt was on this bed, the doctor told the pt to bare down and the pt put weight on the foot section and the foot section fell off. The bed was put into storage after the incident. The bed was located in the labor and delivery room 315 at the facility when the tech inspected the bed. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech investigated and spoke with the nurse manager at the account and was informed that pt exceeded the maximum weight limit of the foot section. The nurse stated the pt was kneeling on the foot section facing towards the head of the bed when the foot section fell. The technician performed a function check and inspection of the bed and could not duplicate the issue, the foot section functions as designed. The tech did find the foot support cover needed to be replaced due to a hairline crack. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. No repair was needed the lift off foot section was found to function as designed. Based on this info, no further action is required.